Event description:
It was reported that occlusion alarms occurred. Multiple occlusion alarms since the email indicates the customer has had "many" occlusion alarms. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.